Event description:
It was reported that an intermate had a reservoir rupture during filling. The concomitant medical products are currently unknown. The occurrence date is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the unit determined that the cause of the leak was missing film wrap, indicating that the device was misassembled. The misassembled condition was due to a machine error during the film wrap assembly process. A CAPA was opened to address this issue, and a corrective action has been identified and is in the process of implementation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.